Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were bent stent struts in the first distal row. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 03-may-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. An intravenous ultrasound (ivus) imaging catheter was advanced but failed to cross the lesion. After performing ablation with a 1.5mm rota twice at max 4000 rotation down, the ivus imaging catheter was advanced again to observe the lesion and a semi-compliant balloon catheter was used for pre-dilatation. After a guidezilla guide extension catheter was advanced for backup, a 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion eve after several attempts. The device was removed and the procedure was completed with a 2.5x18 non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.